Manufacturer narrative:
H3: product analysis: visual and optical inspection revealed rod has been broken into. No pre-existing surface defects were identified that could contribute to the breaks. A microscopic review of the fracture surface reveals an area of crack propagation with a sheer lip on the other side of the fracture face. There did not appear to be any evidence of cyclic fatigue across the fracture face. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: product identifiers are unknown. D6a. Date of implant is unknown. G2: country of origin is germany. H4: 510(k)# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had revision surgery for spinal spondylosis. It was reported that a rod was found to be broken. An additional surgery was performed to change the rod, and the product was explanted with no fragments remaining in the patient. The patient achieved solid fusion. There were no further complications or symptoms reported as a result of the event.